Event description:
At the repair bench it was found that there was no audio from the speaker. There was no patient harm reported by the customer. It is unclear whether the device was being used on or off the network at the customer site.